Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a medial patellofemoral ligament (mpfl) surgery using the devices ar-1324hf (lot: 13660505) and ar-3652tsp-1 (lot: 15117287 & 15054185) the implants did not hold in bone tissue and tore out. According to the surgeon, no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint is confirmed. Visual inspection identified the hex driver and hex screw of the suture anchor, fastak¿ ii with #2 fiberwire® and handled inserter, 2.8 x 11.7 mm, had chipped. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.